Event description:
Loss of integration. Complaint received via phone and e-mail form the doctor's office. It was reported that the patient came in with reduced retention of denture over time and now no retention with failed implant.